Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. Although the complaint could not be duplicated, investigation identified loose cables from their connectors which may have contributed to the reported malfunction. Service discovered a secondary finding that the device did not meet required defib charge-time specification. The appropriate board was replaced. The device subsequently passed all acceptance testing after repairs were completed and was returned to the customer. It should be noted that the complainant communicated that it was their belief the initial report of device malfunction was user error in that they had incorrect settings on the device for the application.

Event description:
It was reported that the pacer on the device would not pace. The event occurred in 2006. It is known that the device was in use on a patient, but no additional details are available from the reporter.